Manufacturer narrative:
Method: x-ray. The device history record (DHR) review is in progress. No follow up doctor or surgeon information was provided. No information regarding device return was provided by the hospital.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 28mm annuloplasty ring was explanted after an implant duration of approximately (B)(6) and replaced with a 6900ptfx-25mm valve due to unknown reasons.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace an annuloplasty ring, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Without additional information from the health care provider, we are unable to determine the root cause for explant of this device.

Manufacturer narrative:
Device is not available for return and evaluation because it was discarded by the hospital.